Event description:
Customer was sweating, vomiting and disoriented. His blood glucose reading was 50 mg/dl. The paramedics arrived around 12:20 am and tested him on their meter with a result of 480 mg/dl. He arrived at the hosp around 1:00 am. Using the hospital meter his blood glucose was 519 mg/dl. Four days later he was still vomiting and was disoriented. A cat scan revealed that he had a stroke. He was discharged from the hosp on 7/1/99. The customer's wife conducted a side-by-side test comparing the customer's meter to the dr's meter. The customer's meter read 63 mg/dl, while the dr's meter read 240 mg/dl. The customer's meter was replaced and the customer was provided with add'l training.